Event description:
Posterior cervical fusion 6 level c3 - t1 screw stripped; had to change screw thus had to change construct (set screws, etc). The threads on the lateral mass screw itself stripped, not the set screw. Therefore, all the set screws had to be replaced because they had already been torqued. The surgery was delayed 30 to 45 minutes. The procedure was completed. Pt status is good.

Manufacturer narrative:
Set screw number mentioned in the event description is as follows; however, it should be noted that the set screw did not contribute to any potential failure: (B) (4); s4c set screw new version; lot 51441189 (6), 51441371 (3); common device name: kwp; 510k: k050979. Devices will be forwarded to MFR upon receipt.